Manufacturer narrative:
Investigation of this complaint by leica microsystems is continuing.

Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) center regarding sub-optimal tissue processing from a protocol(s) run using a peloris tissue processor serial number (B)(4). On (B)(6) 2011, leica microsystems received information that all the tissue samples from the protocol(s) exhibiting sub-optimal processing were able to be reported. Patient re-biopsy was not required.